Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number 1000395687. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually inspected, leak and pressure tested. Visual inspection revealed that the first cylinder had buckling folds in middle to the proximal end of the cylinder. The first cylinder rear tip was trimmed down and was not return for analysis. The first cylinder outer tube had hole from corner at a fold. No leaks were found in the first cylinder. The first cylinder passed the pressure test. The second cylinder had buckling folds in middle of the cylinder. The second cylinder had tool mark and a hole from sharp instrument damage in the proximal end of the cylinder. The second cylinder had leaked within the sharp instrument. The ms pump was visually inspected, leak and functionally tested. The ms pump kink resistant tubing (krt) had worn down to the filament. No leaks were found in the pump. The ms pump did not pass the activation tests 2 and 3. The reservoir was visually inspected and tested for leaks. The reservoir had fold in the shell. No leaks were found in the reservoir. The DHR review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of inflation issue and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the ms pump not passing the activation tests 2 and 3. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues because of a sticky pump. A surgical procedure was performed to remove the ipp. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues because of a sticky pump. A surgical procedure was performed to remove the ipp. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.